Manufacturer narrative:
A complete lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to lead fracture. The patient tolerated the procedure well.